Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with a pocket infection. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2018.